Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient had increased pain symptoms. For environmental/external/patient factors that may have led or contributed to the issue, the patient had motor vehicle accident. The hcp did a dye study. It was found to be patent. The hcp did a catheter revision. He pulled the catheter back to a lower spinal level. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.